Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed final pack check when returned to ireland after having been in the field in the united states.